Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens did not deploy and there was a patient contact. The procedure was completed same day. Additional information has been requested and received stated that, there was a patient contact, and lens did not deploy correctly.

Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid-nozzle and has overrode the lens. The lens was located between the loading area and the nozzle entry area. The trailing haptic was folded onto the anterior optic surface along the left side of the plunger. The leading haptic was straight along the right side of the plunger. No damage was observed to the device. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated. Plunger override was observed. The plunger was at mid-nozzle. The lens was between the loading area and the nozzle entry area. The root cause was most likely related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The instruction for use IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device(ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).